Manufacturer narrative:
Continuation of d10: product ID: 8731, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 06-dec-2007, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (60mg/ml at 2.8mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a catheter aspiration that wasn't convincing of patency. Air bubbles were present coming from the side port aspiration. The catheter was replaced and the pump was set to lowest therapeutic dose. The patient stayed for observation. Additionally, it was reported that the patient was changing their managing physician and the plan was to lower concentration dose before titration. Additional information was received from a healthcare provider via company representative stating that the cause of the "not convincing of patency was not determined." The cause of the air bubbles was reported that air got into the system so it indicated that there was a disconnect in the catheter somewhere in the system but it was not known where. Additional information was received from a healthcare provider via company representative clarifying that at the time of replacement the pump was set to the lowest dose simple continuous 2.8mg/day. Post replacement the pump was set at minimum rate 0.35mg/day. No volume discrepancies were observed prior to replacement of the catheter.